Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer has been experiencing low blood glucose levels. Actual blood glucose level was not reported. The customer has had to unplug herself from the insulin pump completely. The customer was told about the suspend feature so that she does not have to disconnect completely from the insulin pump. The product is not being returned. Nothing further to report.